Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient did not charge the ipg as recommended due to losing the charging system. In turn, the ipg became inoperable. As a result, the patient will undergo surgical intervention.

Event description:
Additional information received indicated the patient's ipg was explanted and replaced with an MRI conditional model. The patient indicated she has therapy.